Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported the catheter with the guidezilla inside was pulled out from the body and snaring was performed to remove the stent. A computer tomography (CT) scan was performed to locate the broken guidezilla; however, the broken catheter was not visualized inside the patient. The broken gudezilla was later found located inside the catheter it was advanced through. There were no parts that remained inside the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred and remained inside patient. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex. During the procedure, the lesion was pre-dilated using a 2.5x15mm non bsc balloon. Then, a guidezilla¿ guide extension catheter was placed at the tip of the lesion and the physician tried to deliver a 2.75x18mm non bsc stent, 2 to 3 times. When the guide extension catheter was attempted to be removed, the guidezilla¿ shaft and the tube catheter were separated. The shaft was pulled out from the body and snaring was performed to remove the stent. The distal part of the guidezilla¿ (approximately 25cm) could not be removed and remained in the patient's body. A computer tomography (CT) scan was performed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in numerous sections. A microscopic and tactile inspection of the tip, distal shaft, collar and hypotube were performed. Inspection revealed a complete separation at the collar with the distal shaft cut into 5 separated pieces. There were numerous kinks in the hypotube and distal shaft, and the tip of the device was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported the catheter with the guidezilla inside was pulled out from the body and snaring was performed to remove the stent. A computer tomography (CT) scan was performed to locate the broken guidezilla; however the broken catheter was not visualized inside the patient. The broken gudezilla was later found located inside the catheter it was advanced through. There were no parts that remained inside the patient. No patient complications were reported and the patient's status was stable.